Manufacturer narrative:
Unit was received with currents within specification. Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery test, and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. Insulin pump was received with loud motor noise during rewind due to faulty motor.

Event description:
The customer reported via phone call that the insulin pump was making a strange clicking noise that it did not use to make. Customer's blood glucose level was 255 mg/dl. The customer treated his blood glucose level with a pen. The insulin pump alarmed no delivery. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.